Event description:
The account obtained discrepant results when a home pregnancy test run on 3/9/97 gave a positive result. The system run in the office on 3/10/97 using a first morning sample brought in by the pt in a clean container gave a negative result. A quantative hcg serum test was performed for a positive result.

Manufacturer narrative:
Investigation summary: the returned reaction discs met acceptance criteria when tested with in-house panels. Without the returned sample, it cannot be determined if the complaint is sample related. Evaluation complete-final report.